Event description:
Caller reported an issue with incorrect time settings on a pump, which resulted in a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted in updating the pump time and advised the caller to monitor for recurring discrepancies, with the caller acknowledging the guidance.